Manufacturer narrative:
Overall investigation summary: on (B)(6) 2020, guerbet's regional service received a call from a customer in france, alleging that a syringe broke while using their optistar elite injector. Although it was not clear in the initial french to english translation, regional service's investigation confirmed that there was no injury to the patient or caregiver during the event, however, the customer believes an injury is possible should there be a reoccurrence. During the investigation, regional service discovered that the event was caused by a misuse of the injector, i.e. The customer was trying to use an unapproved competitor syringe at the time of the event. The syringe used was manufactured by bd plastipak. Since the event was caused by the syringe and not the injector, the customer declined any additional service of the injector at this time. Regional service instructed the customer on acceptable syringes designed for this injector, as delineated in the instructions for use. A review of guerbet's complaint tracking system indicated no similar issue reported with this 10 year old injector. Impact assessment summary: root/probable cause code. Process/methods: inadequate/incorrect procedure. Root/probable cause summary: refer to investigation summary. No further investigation needed at this time. Qa will continue to monitor and trend for similar issues. No CAPA at this time, these trends and issues are reported on during quality metrics review and during the management review meetings to consider input for corrective action. Disposition summary: unit remained in service.

Event description:
This incident was reported by the facility in france to guerbet france via hotline on (B)(6) 2020 for an incident that occurred on the same day. Incident: during a optistar injection the facility said the syringe broke and that the incident happened gradually, during their first case in the morning. The patient was attached and facility reported that the manipulation was also injured. Additional information expected regarding the nature of the injury, as this is not stated from the translation from french to english. Update to the incident report: regional service discovered that the event was caused by a misuse of the injector, i.e. The customer was trying to use an unapproved competitor syringe at the time of the event. The syringe used was manufactured by bd plastipak, and not a guerbet syringe.

Event description:
This incident was reported by the facility in (B)(6) to (B)(4) via hotline on (B)(6) 2020 for an incident that occurred on the same day. Incident: during a optistar injection the facility said the syringe broke and that the incident happened gradually, during their first case in the morning. The patient was attached and facility reported that the manipulation was also injured. Additional information expected regarding the nature of the injury, as this is not stated from the translation from (B)(6) to english.